Event description:
It is reported that the device was implanted 2003, and explanted in 2008, due to the tibia fracturing by effect of a cyst at the end of screw.

Manufacturer narrative:
This report will be amended when our investigation is complete.